Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) connected with the customer and confirmed the reported issue. Review of system log files shows unable to communicate with geo ipc. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the geometry movements were unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.